Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose level went low to 44 mg/dl. The customer treated their low blood glucose by drinking syrup and their blood glucose level was back up to 180 mg/dl. The customer declined troubleshooting for low blood glucose. The device will not return for analysis.